Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the enteral feeding pump heats up.

Manufacturer narrative:
An evaluation of the kangaroo epump was performed and the customer states ¿the enteral feeding pump heats up.¿ the unit was triaged and the customer¿s reported condition was confirmed. Internal inspection and investigation reveals thermal damage on components c95 and c104 in the ac adapter circuit. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.